Event description:
Customer reported that touchscreen was often unresponsive or delayed, causing interruptions or delays in management. There was no reported impact to the customer's blood glucose level. Customer declined follow-up with technical support, and no further actions or information were obtained regarding the outcome of the event.